Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced ventricular fibrillation. The impella was started during CPR and return of spontaneous circulation achieved. It was reported that the medical staff was unable to get impella flows over 2.8 without suction. The patient was taken to the intensive care unit where care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.